Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded events that indicated oversensing. The physician elected to remove the endotak dsp lead and noted insulation damage around the terminal pin. Another endotak dsp lead was implanted. The lead is being reported due to cpi's analysis results.